Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's reciever was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be downloaded because the device would not boot up. The receiver case was opened for further evaluation. An interior inspection was performed and confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the printed circuit board.